Manufacturer narrative:
Conclusion: according to the information received from the field the electrode migrated partially post-operatively out of cochlea. Further a complete insertion of the active electrode could not be achieved at implantation surgery due to difficult anatomy with 2-3 channels remaining extra-cochlear. As per information received seven channels are deactivated. Reportedly due to complex anatomy no revision surgery is planned, instead the recipient will be monitored by the clinic. The device remains implanted and in use. This is a final report.

Event description:
At the initial activation the user could only hear on the first 4 electrodes. The user was seen on (B)(6) 2026 and the ent has decided not to intervene, due to the patient's anatomy. The ent believes he will not be able to push the electrode array further in. 7 electrodes have been deactivated. The user reports he can now hear better than before, meaning that he can hear noise now, while before was more difficult. The user will be monitored.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the initial activation the user could only hear on the first 4 electrodes. An x-ray is planned and then it will be decided how to proceed. However, re-positioning is being considered, if the images shows that the electrode array is outside the cochlea.